Event description:
Customer says that there was an leads off inop that was not acknowledged by the staff and a death occurred. The biomed stated that there was no hardware or equipment issue.

Manufacturer narrative:
Based on info provided by the hospital biomedical representative, a delay in treatment of the pt occurred as a result of a delay in response by staff to a technical inop alarm at the info center. Therefore, no onsite testing or support was provided as the customer indicated the device was operating properly. The device is considered to be fully operational and in use at the customer site.